Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw did not hold during insertion. The front threads turned off directly. There was no harm for patient, operator or third party. The surgery was finished successfully with a different part number, ar-5035tc-09. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-5035tc-10/ batch 15162964 was received for investigation. Upon visual evaluation under a magnifier, it was noted that the hex and the distal tip of the device were damaged. The threads of the device were also stripped. Functional testing revealed that that the critical measurements were within tolerance. Functional testing revealed that the critical measurements were within tolerance. The device was measured with caliper ID: (B)(6) and the critical measurements were within tolerance. The expected length was expected at 1.37 ± .01 and it measures at 1.37in. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.